Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va054y5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the caller states even though stimulator was replaced, the patient was still suffering through these spinal problems. It was noted that the patient ended up having spinal problems after a MRI with first implant. It was noted as severe spinal injury problems. It was noted "seeing that the stimulator was connected to very sensitive areas, even the patient spinal healthcare provider said we cannot connect the two until we find out what happened to the first stimulator (which was now explanted) because the patient have very teeny little wires connected to her." (Omitted information pertains to pe (B)(4) post MRI; pain, cramping)